Event description:
It was reported that the patient experienced unspecified issue with the spectra concealable penile prosthesis (spp). The spp was removed and replaced with a new one. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.